Event description:
It was reported that after device interrogation an alert showing high ventricular rate was observed, however, when looking for the stored egm it was noted nothing was stored. No intervention was performed and monitoring will continue. The patient did not experience any adverse consequences.